Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The report suggests that the customer experienced a leakage between the mz1000 and connecting products. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leakage between the mz1000 and connecting products was confirmed. Pressure testing of the mz1000 sample confirmed the customer¿s report as fluid was observed to be leaking from the septum of the maxplus valve. A close inspection identified two small holes to the surface of the piston. The probable cause of the damage is consistent with the device being accessed with a needle.